Event description:
It was reported that pump experienced recurring malfunction alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. There was no reported assistance needed from third parties. Customer will continue to use current pump; will rely on alternate method if necessary.